Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. Office testing found high shock impedance readings in all three vectors. There was no noise on the electrograms. Technical services reviewed the device downloaded data. Technical services discussed the data with the clinic. The doctor elected to program the system off and schedule a replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. Office testing found high shock impedance readings in all three vectors. There was no noise on the electrograms. Technical services reviewed the device downloaded data. Technical services discussed the data with the clinic. The doctor elected to program the system off and schedule a replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. Office testing found high shock impedance readings in all three vectors. There was no noise on the electrograms. Technical services reviewed the device downloaded data. Technical services discussed the data with the clinic. The doctor elected to program the system off and schedule a replacement procedure. There were no additional adverse patient effects. The system remains implanted.